Event description:
A customer reported a falsely elevated troponin I result for a patient sample. The result did not agree with results generated by an alternate method at an alternate facility. The biased result was reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the customer did not correctly follow either testing algorithm for troponin I, and reported the result based on only one test result. Results of a precision test were acceptable. A field engineer serviced the analyzer and did not identify any mechanical issues responsible for the biased result. The customer has agreed to follow testing algorithm a. The root cause of the biased result being reported was user error, and the root cause of the imprecise result is unknown.